Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2018. Upon review, the right ventricular lead was discovered to be dislodged. Further review of imaging from an atrioventricular node ablation procedure on (B)(6) 2018 indicated that the helix was only extended halfway. The patient presented on (B)(6) 2018 for lead revision. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.